Event description:
Information was received from the intermacs registry stating: (B)(6) 2014 power spikes, increase in ldh to (B)(6),concern for pump thrombosis. Taken to o.r. On (B)(6) for pump exchange. Post op diagnosis pump thrombosis. Information also included indicated that the pump was explanted on 10/01/2014 due to infection and the patient expired on (B)(6) 2015 due to a major infection. Device function normal: yes.

Manufacturer narrative:
The pump was not returned or evaluation. A correlation between the pump and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The source of the infection was requested; however no information was provided. A review of the device history records showed no deviations from manufacturing or quality specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(6). The report of the pump exchange due to thrombus was reported under medwatch MFR report # 2916596-2014-01136. This report is regarding the patient¿s expiration due to a major infection. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.